Event description:
It was reported that the customer was hospitalized for high blood glucose and diabetic ketoacidosis after difficulty breathing and becoming unresponsive. At the time emergency medical services were called, the customer's blood glucose was 400 mg/dl. It was also reported that the customer had a bladder infection and multiple sclerosis. The customer was not wearing her insulin pump at the time of the event and had been off of it for a day, treating with manual injections. Prior to the 9-1-1 call, the customer received a motor error alarm on her insulin pump. The customer was advised to rewind the insulin pump and discontinue use. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The unit was received with cracked battery tube threads, a cracked reservoir tube, a cracked reservoir tube window and tube lip, and a missing end cap sticker.